Manufacturer narrative:
Additional concomitant medical products: product ID: 37754; (B)(4); product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their neurostimulator (ins) that was implanted for spinal pain. It was reported that stimulator has "quit working". Patient clarified he experienced a loss of stimulation and a return of symptoms about 3 weeks, maybe a month ago. He charged for an hour and it seems to be taking much longer than it used to charge his stimulator. The event date for charging issue was unknown. Patient thinks the coupling boxes fill in normally and he has tried to charge 2-3 times and sat for an hour at a time. During the call, patient initially encountered poor coupling but it was resolved by repositioning the antenna. Patient confirmed the insr battery level was flashing the 1/4 section. It was reviewed with patient that therapy will stop if the battery level is too low. It was recommended charging to at least 1/4 full then attempt to turn therapy on, monitor battery level to ensure ins battery level doesn't deplete low enough for therapy to stop. Recommended to monitor the coupling connection and sit for several hours to ensure the ins battery level progress. Patient was sent adhesive disks to help with coupling and asked patient to call back if the issue does not resolve. No further complications were reported/anticipated.